Event description:
On (B)(6) 2011, pt had had an essure coil, (mfg by conceptus) implanted. Between 6 months to a yr ago, she started noticing an abnormal weight gain around her stomach, waistline and back which makes her look mildly pregnant. In addition, she regularly feels feverish, hot even when it's cold outside, experiences night sweats, allergic to her wedding ring, (so can no longer wear it) she said she's now regularly feeling sick which was never the case prior to having this device implanted. She feels her immune system is shutting down. She has lost so much faith in the device that, she is now afraid she may get pregnant because of doubts she has on it's effectiveness. She also said she has consulted with several doctors and specialists (gastroenterologist, gynecologists etc) and done several medical exams to pinpoint the source of her illness. Yet all the results have returned negative. Consequently she believes the source of her health problems is the essure device, and so would like to have it explanted as soon as possible. She believes this device should be discontinued because it is doing more harm than good to women.